Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach. They used another capsule from different lot number to complete the procedure. There was no user harm and the capsule had to be removed by snare from the upper esophageal sphincter (ues). There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure to confirm capsule placement and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the capsule will be returned for investigation.